Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with nonsustained ventricular tachycardia. The patient was admitted, loaded with amiodarone and started on mexiletine. The patient's symptoms improved and he was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. It was reported that the patient was admitted on (B)(6) 2019 with non-sustained ventricular tachycardia (vt). The patient was admitted and loaded with amiodarone. The patient was also started on mexiletine and their symptoms improved. It was reported that the event resolved on (B)(6) 2019 and the patient was discharged. The patient remains ongoing on vad support. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.